Manufacturer narrative:
Corrected data: b5- the reporter indicated that the surgeon implanted a 12.6mm vticm5 12.6 implantable collamer lens of diopter -12.0/+1.0/78 (sphere/cylinder/axis) into the patient's right eye (od) (B)(6) 2023. The patient experienced refractive surprise. Laser vision correction was performed and the problem was resolved. Reportedly "corrected with touch up lvc". The status of the eye as "patient is happy & all is fine!". Additional information provided: "after the surgery there was residual refraction of -0.50/-0.25/35 ucva 20/30" the cause of the event is unknown, and its unknown if the device failed to perform as intended. Claim# (B)(4).

Manufacturer narrative:
H6 - health effect impact code 4625: refractive treatment(laser touch up). H6 - work order search: no similar complaint type events were reported for units within the same lot. (B)(4)

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -12.0/1.0/078 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6)2023. Refractive surprise was observed. Laser touch up was performed on (B)(6)2023. Problem resolved. Cause of the event is reported as unknown. Reportedly, patient is fine and all is fine.